Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. A clear root cause conclusion cannot be drawn due to the non-availability of important information and the device itself. No product is available and therefore it is hardly possible to determine an exact conclusion and root cause. The exact cause cannot be determined. For the topic (implant loosening) a product safety case was initiated.

Event description:
It was reported that there was an issue with nr015k - columbus rev f femur cemented f5r it was reported on (B)(6) 2018, that as a result of having the product implanted, the patient has experienced looseness in the implant, pain and difficulty walking, which resulted in a revision surgery. The primary surgery occurred on (B)(6) 2015, and the revision surgery occurred on (B)(6) 2016. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. The adverse event is filed under aag reference (B)(4). Components: nr134m (columbus rev f mc glid surf t3/3+ 18mm). The cement used is unidentified.